Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film analysis summary the report of the spindle of the delivery system becoming caught on the deployed stent graft was likely confirmed; however, the exact cause could not be determined from the limited films provided. Two (2) non-contrast still images during implant confirmed that the spindle may have been caught on the bare spring or stent graft; however, no bare spring entanglement or any other obvious stent graft or delivery system issues were observed. Cine images during stent graft deployment, bare spring release, and removal of the delivery system were not returned, and the images when the spindle became caught on the proximal bare spring were not observed making determination of the cause difficult. Images during eventual removal of the delivery system which resulted in the device moving approximately 6 cm distal to its original position were not returned. The guidewire and spindle were seen biased along the outer curvature of the acutely angulated arch; this may have contributed to the spindle becoming caught. An unknown anatomical, procedural, or a possible device issues cannot be ruled out as a potential cause. However, the delivery system was discarded and a product investigation could not be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the report of the spindle of the delivery system becoming caught on the deployed stent graft leading to the removal difficulties and inaccurate delivery was confirmed; however, the exact cause could not be determined from the films provided. Pre-implant CT¿s were not provided and a complete assessment of the patient¿s anatomy could not be performed. Angiograms during implant revealed that the patient had a highly angulated (gothic) arch and the guidewire and spindle were seen biased along the outer curvature of the arch; this angulated anatomy may have contributed to the spindle becoming caught on the stent graft. An unknown anatomical, procedural, or a possible device issues cannot be ruled out as a potential cause. However, the delivery system was discarded and a product investigation could not be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 40 mm diameter thoracic aortic aneurysm.   It was reported that during the index procedure, after the vamf3030c200tj (B)(4) stent graft was implanted, the physician found it difficult to remove the device delivery system. It was noted on the fluoroscopy that the spindle of the delivery system appeared to be caught on the deployed stent graft. The physician performed various troubleshooting methods such as; changing the tension of the delivery system, releasing the tension of the wire, moving the release handle up and down, however the issue could not be resolved. The removal difficulties continued for 2 hours. The physician then attempted to remove the delivery system by applying more tension to the delivery system, towards the distal region. After this had been attempted many times, it was noted the stent graft had dislodged approximately 6 cm distal to its original position. The physician was then able to successfully remove the delivery system. However, the proximal sealing length of the stent graft could not be ensured, and so an additional valiant stent graft (vamf3030c200tj) was implanted at the originally planned proximal implantation position. An additional stent graft (vamc3434c150tj) was then implanted distally as originally planned, and the procedure was completed. Per the physician, the cause of the event was caused by interference between the delivery system spindle and the top stent of the deployed stent graft, however the specific cause was unknown.   No additional clinical sequelae were reported and the patient is fine.